Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. No harm or injury was reported. During the evaluation of the device at the manufacturer's service center, the alternating current (ac) power inlet was noted to be damaged. The ac power inlet needed to be replaced to address the issue; however, no repairs were completed, and the device was scrapped.